Event description:
A post-operative x-ray revealed that the electrode array had folder over. In 2006, the patient was taken back into the operating room for electrode revision surgery. The surgeon was successful in reinserting the electrode array. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.